Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported that during the surgery, the device's handle could not be psuhed. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was a 30 minute surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: e1 (facility name), g1 (manufacturing site name). H3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of " unable to transfer ". Functionality and device interaction issues cannot be evaluated through a photo investigation since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 07.702.016s. Lot number : 5b53801. Release to warehouse date : 04. Feb. 2025. Expiration date : 01.feb.2028. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.